Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the guard towards the end of the permanent cautery hook instrument is loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. Fa found the instrument had a missing ceramic sleeve. Additionally, the instrument was found to have a dislodged flush tube. The root cause of dislodged instrument flush tube is typically attributed to the user. A review of the instrument log for the permanent cautery hook (470183-14/k12220124 0009) associated with this event has been performed. Per logs, the permanent cautery hook instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 8 uses remaining after the last procedural use. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: failure analysis confirmed the instrument had a missing ceramic sleeve. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention

Manufacturer narrative:
Additional information can be found in the following fields: a1, a2, a3, a4, a5, g3, g6, h2, h6, and h10. Intuitive surgical inc. (Isi) followed up with the customer to confirm that no fragments came off the permanent cautery hook. The patient has not returned to the hospital for any post-op complications. The procedure was completed. The patient's demographic information was provided including age, date of birth, weight, and race. No tests or patient history was available.

Event description:
Refer to h10/h11 for follow-up information.